Event description:
I'm a type 1 diabetic and use the dexcom g6 as my cgms. I use the g6 with iphone 8. I noticed about a month ago they change the iphone's app software. At the time I thought nothing of it, it looked like the only change was some red font on the notifications. They've been making updates for years. For close to 20 years I've never passed out at night, and part of the reason is there are 2 extremely important alerts, 1 for when it crossed the 70/65 threshold, and another for when it crosses the 55 threshold. Before this software modification both these were very loud and would repeat over and over. On (B)(6) 2022 that did not occur. I did not get woken up. I had a seizure, and was foaming at the mouth, my wife administered nasal glucagon I believe around 1am, and the (B)(6) fire dept came and later brought me to the (B)(6) medical ER. At first, I believed that I was 100% to blame for not catching this. The direct cause was myself taking 1 or 2 extra units of insulin. But what I later found troubling was my wife who sleeps next to me did not hear the alarms either, I was low for well over an hour without either one of us hearing and taking action. The phone software in the past would have those alarms going off crazy and be loud enough that no one would be able to sleep through it. So tonight around 2:30am on (B)(6) 2022, I hear this super faint alarm go off once. I thought almost nothing of it and look at my phone and notice that between 1:20-2:30am I was low, in the range that alarms should have been going crazy. I called up dexcom and their rep tells me that there was some issue with their software recently. He told me to delete and reinstall the software. Being that it was 3 am I said I would do it later after af to the app store and it says there were 2 software version updates in the past month. Version 1.10.0 released 1month ago was a fix for ios critical alerts: allow important alerts to sound when your phone is in mute / do not disturb version 1.10.1 release 3 weeks ago: performance enhancements and bug fixes my iphone software right now says 1.10.1 I believe this 1.10 and 1.10.1 software is dangerously flawed. It claims it fixed some alarm flaws, but I believe these software versions created an issue with the volume level where is barely audible and also doesn't repeat. What I find odd is there are other alerts which work fine such as rise rate, that will be extremely loud and repeat over and over. I think what occurred is this tried to do some software fix for the low alert and urgent low alert and actually created a problem where they are barely audible and are not repeating. I'm not sure if uninstalling and reinstalling will fix anything, but will try it. I am deeply troubled in how this software was rolled out, and how it seems modifications were done to the software that seem to have caused exactly what they claim in their version control what they are trying to fix. FDA safety report ID# (B)(4).